Event description:
Patient reported having abdominal pain, surgeon found a leak, the port was replaced. Pt continued to have pain, consulted with another surgeon, elected to have the band taken out and have a gastric bypass.